Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcs6s instrument tissue pad fell into the pt (pad was retrieved). Another instrument was used to complete the case.